Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's roller pump displayed a "belt slip" error message. As a result, an alternate roller pump was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in progress, but not yet complete.